Event description:
The patient had presented having experienced inappropriate anti-tachycardia pacing (atp) and high voltage shock in response to far field p-wave over-sensing. The cause of the event was due to the right ventricular (rv) lead being dislodged, which was confirmed with diagnostic imaging. The rv was capped and replaced to resolve the event. The patient was stable.